Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced bacterial peritonitis manifested by cloudy effluent. The cause was not reported. The patient was hospitalized for the event. On the same day as hospitalization, the patient was treated with meropenem (meropen) 500mg/day infusion that was discontinued six days later, and on the same day, the patient was started on ceftazidime (modacin) 1g/day given intraperitoneally . At the time of this report, treatment with ceftazidime was ongoing. The patient outcome was unknown. Pd therapy was ongoing. No additional information is available.